Event description:
Same case as MDR ID 2134265-2014-02171. It was reported that the rotawire separated. A 1.25mm rotalink plus and rotawire floppy was selected to treat the target lesion. During platforming outside of the patient, when physician tried to set rpm, it was noted that the burr cut the rotawire in two parts. Procedure was completed without rotablator. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).